Event description:
Medwatch report explained that a patient with a normal pressure hydrocephalus responded very well to his initial vp shunt. Patient has recently developed progressive gait instability very reminiscent of his pre-shunt status. I attempted to perform a nuclear medicine shunt study, but doctor was unable to access his rickham. He had a convincing story for shunt malfunction and gait disturbance. The valve was removed and the distal tubing was interrogated with a manometer and the flow to the abdomen was brisk and settled down at 1cm of water. There was physiologic response to abdominal pressure. This confirmed an excellent distal catheter suggesting that the shunt was the culprit. Rickham reservoir was accessed with a 23-gauge butterfly needle with excellent flow of low-pressure cerebrospinal fluid. This confirmed a working proximal shunt system. To this end, we dissected distally onto the valve. The valve was removed and the distal tubing was interrogated with a manometer and the flow to the abdomen was brisk and settled down at 1 cm of water. There was physiologic response to abdominal pressure. This confirmed an excellent distal catheter, suggesting that the shunt was the culprit. To this end, we replaced the shunt.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint is a duplicate to that of complaint (B)(4). Additionally, it was also determined that the device was not a codman manufactured device. As a result, an evaluation of the device failure was not conducted. The device was returned to the customer. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.